Manufacturer narrative:
Additional information received: the incident was unknown. If the event was prior to usage. The patient did not receive the remaining volume. The product was not life sustaining . And no information on when date of the event of occurred. Unknown, response to clinical injury was reported.

Manufacturer narrative:
One cadd legacy plus pump was received in fair condition with a cracked housing. The event history log was unable to be downloaded. The device was powered up and alarmed error code (ec) 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error 1720. There was no reported adverse event.